Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 3.0x48mm, eccentric, de novo target lesion was located in the mildly calcified and mildly tortuous right coronary artery. The lesion contaied greater than 45 and less than 90 degrees bend. A 3.00x48mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal, the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.